Manufacturer narrative:
This complaint was determined to be a duplicate. Please reference internal file number (B)(4), manufacture report number 9616066-2015-01648 for complaint handling.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the secondary line was changed after mg infused, the pump was programmed, then carboplatin was spiked and the clamp was opened; it was then noted that the medication started infusing free flow into the drip chamber, but the pump had not yet been started. The secondary line was clamped before the medication reached the patient. A new dose was prepared, the secondary tubing was changed and it was verified with saline that the new line was working as expected prior to hanging the new dose. The pump and tubing were isolated and sent to medical engineering. There was no report of patient harm or medical intervention.